Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic dependent patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator and lead exhibited multiple noise episodes which represented as high ventricular rate episodes. The physician elected to reprogram the device and continue to monitor the patient.